Event description:
During an in-clinic follow-up, a rapid drop in estimated battery longevity was observed on the device. Abbott technical support was contacted and noted the reported drop in estimated longevity was due to a diagnostic anomaly. No premature battery depletion was suspected, and the battery longevity estimate is anticipated to normalize with time. No intervention was performed at this time. The patient was stable and will continue to be monitored.